Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.

Event description:
Customer reported leaking of a primary set being used for hydration. Customer reported that when nurse stretched the elastic portion to load the pump there was a pin hole. No pt harm occurred. No additional event details were available. It was reviewed with reporter the set loading technique that instructs the user not to stretch the pumping segment and sent tip sheet for proper and improper set loading of the alaris pump module.